Manufacturer narrative:
Insulin pump passed prime test and excessive no delivery test. Unable to confirm prime/fill anomaly and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with reservoir tube lip completely broken off noted.

Event description:
Customer reported via phone call that the unable to replace reservoir in the reservoir compartment. Customer's blood glucose level was 249 mg/dl and 157 mg/dl. Customer did not see the bolus delivery screen with 0.0 units. Customer was not able to esc to the status screen. Customer stated insulin pump did not exit the rewind complete or bolus delivery loop and complete the fill tubing process successfully. The device will be returned for analysis.